Event description:
Customer reported a failure code 814:04. Customer reported there were no pt injuries or medical intervention associated with this report. Customer stated incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding pt demographics, medication involved, or device programming information. No additional contact information was provided.